Manufacturer narrative:
Device passed displacement, and self test. The audio tones or beeps functioned properly. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. Device had cracked lcd window. Device p-cap or test reservoir does lock in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error and crack on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.